Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified, nor could the phenomenon be confirmed/reproduced. The event can be detected/prevented by following the instructions for use which state: evis exera iii xenon light source/olympus clv-190. Chapter 6 lamp replacement. 6.1 replacement of the examination (xenon) lamp. Always use the examination lamp designated below. To order a new examination lamp, contact olympus. ¿ xenon lamp maj-1817. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of error b30 and error 216 were not confirmed. The device evaluation found scope socket slider had intermittent connection. Olympus lamp meter was reading below 50 hours. Thermal grease should not have been on lamp body, and customer used incorrect lamp model. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii xenon light source received scope communication error e216 and error b30. The issue was found during maintenance. Troubleshooting was performed. There were no reports of patient harm.